Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 5 months after the dental implant was installed in the patient's jaw it was verified its loss of osseointegration. A35 ncm of primary stability was achieved and immediate load was not performed. Patient had bone type I.